Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that a foreign material resembling surgical glue was inside the insertion section mount and the channel tube. Additional findings include the following: the flexibility adjustment ring had a scratch, the grip had discoloration, the switch box had a scratch, the air / water cylinder had no color, the suction cylinder had no color, the up / down knob had discoloration, the cover of the light guide bundle was damaged, the plug unit had discoloration, the scope connector case unit had a scratch, the scope connector cover unit had corrosion due to water leakage, the forceps could not be inserted due to damage to the channel tube, the play of the up / down knob was out of the standard value due to wear of the angle wire, the objective lens had a scratch, the light guide lens had a crack, and the connecting tube had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had forceps / instrument channel malfunctions. The issue occurred during a diagnostic colonoscopy, the intended procedure was completed with a similar device, and there was an undefined time delay / additional drug administration. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material resembling surgical glue was found inside the insertion section mount and the channel tube. There were no reports of patient harm or patient infection. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the procedure time was prolonged due to biopsy channel clogged with foreign material. The root cause of why the foreign material remained could not be determined. This event is detectable and preventable by handling the device in accordance with the following IFU: IFU includes the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU includes the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.